Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone #: (B)(6). E1: initial reporter fax # (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 30 bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg tubes, the customer noticed insufficient negative pressure. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received 2 photos for investigation. The photos were evaluated and shows one unused tube and a tube that contains a specimen. The amount of specimen in the tube cannot be determined with the photo returned. Additionally, 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. Furthermore, a functional test was conducted on 10 retention tubes, and all drew within specification limits. This complaint has not been confirmed for the indicated failure mode: underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using 30 bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg tubes, the customer noticed insufficient negative pressure. There was no health impact or consequence reported.